Event description:
Boston scientific received information that through a remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) detected a high right ventricular pacing lead impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported. The device and lead remain in service. Additional information received. The right ventricular (rv) lead was a competitor lead. The impedance measurement ranges from 1700 to 1800 ohms since implant. Attempts to obtain further information was unsuccessful. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.